Event description:
It was reported that the customer experienced a cartridge leaking insulin on two separate occasions. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer successfully changed the cartridge and resumed insulin therapy, although a replacement cartridge was unavailable for return merchandise authorization.